Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2014. Product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6) 2014. Product type lead.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the patient was having a spinal fusion procedure, and the surgeon planned to remove the current implantable neurostimulator (ins) system and replace it with a different system with a different type of lead as the system may be in the way for the fusion procedure. The rep. Indicated the patient wasn¿t having any issues with the current system, but the surgeon did mention they noticed on the patient¿s CT scan that it appeared the lead may have come out of the nerve root and ¿wrapped a root,¿ but it was unknown when this happened. According to the rep. As the scan was viewed the lead appeared to go more lateral and then go back in. No patient symptoms were reported and no further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the lead issue likely happened when the healthcare professional (hcp) was driving the leads at initial implant. The rep reported that it was unlikely that the lead pulled itself up and around on its own. He stated that both leads were removed and replaced with a paddle electrode. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.